Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur. This report reflects the combined initial and final report.

Event description:
Procedure performed: total laparoscopic hysterectomy. "Dr observed that device closed on tissue bundle but heard and felt a crunching sound and sensation coming from handle of device. Eb010 went through full seal cycle and was able to be unlocked with some difficulty ( resistance ) but did indeed open and free from tissue that he had sealed and transected. Dr continued to use device through 2 seal cycles but found he could not get handle to lock on tissue and another device was opened to complete the procedure. As surgeon is still operating on next case I will be in touch later this afternoon to assess approximate number of activations and where he was anatomically when problems with handle encountered. Dr is a gynaecological oncologist and very experienced with the voyant ies". Further information received thursday 5 july at 11.59am by rep: "I spent a little more time with dr yesterday afternoon and was able to get a little bit more information from the surgeon after the dust had settled. The patient did have a significant history of endometriosis which made for a very difficult dissection. The operation was being performed for a uterine cancer. Dr was well into the procedure and was attending to the uterine arteries on the first side. He estimated around 40-50 activations to the moment he had the incident with the handle making a abnormal crunching sound coupled with difficulty opening the handle. As it was a difficult dissection he explained to me that he had used the device on more occasions than he usually would of to the same stage of the procedure in a uncomplicated patient". Patient status: patient outcome was not affected.